Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor mentioned to the wca rep during a conversation that he had two ptx stent fractures. No specific details were available at the time however he advised he would look up the patients and possibly images. (B)(4) are related (two stent fracture events).

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the unknown device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Three attempts have been made to obtain additional information regarding this case. However, no information has been received at this time. The investigation will be updated should any information be made available to cirl in the future. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zisv6-ptx devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. There is no evidence to suggest that the customer did not follow the instructions for use. However, it may be noted that the instructions for use lists stent strut fracture as a known potential adverse event. Root cause review: as there was limited information provided for this investigation and as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. However, a possible root cause could be attributed to interaction with an overlapped stent and /or stent location. If the stent was overlapped with another stent and the overlapped section was not sufficient, additional stress may have been placed on both stents possibly causing and/or contributing to stent fracture. If the stent was placed around the knee or crossed beneath the inguinal ligament, additional stress could have been placed on the stent during hip and/or knee flexion. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor mentioned to the wca rep during a conversation that he had two ptx stent fractures. No specific details were available at the time however he advised he would look up the patients and possibly images. (B)(4) and (B)(4) are related (two stent fracture events).

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor mentioned to the wca rep during a conversation that he had two ptx stent fractures. No specific details were available at the time however he advised he would look up the patients and possibly images. (B)(4) are related (two stent fracture events).